Manufacturer narrative:
The hill-rom tech found a missing axis pin. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2010 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the axis pin to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on 5 south at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).